Manufacturer narrative:
This report is being supplemented to provide additional information based on the facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") provided by the facility. Please refer to the following information below: the facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the endoscope. Not aware of the foreign object attached to the device. No time lag between the end of clinical use and the start of pre-washing- noted (done properly) supply water and air to the air/water nozzle ¿ noted yes. Problems with the accessories used for reprocessing- noted ¿normal¿ device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle- noted unknown. Concerns about reprocessing- noted ¿none¿. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct d5, and add h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device evaluation has confirmed the reported issue of "poor angle". Evaluation found the angulation out of specification due to stretched wire and wear. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. In addition, inspection found the device nozzle has foreign object noted to be attributed to handling problem, insufficient cleaning. Additionally, unrelated to the event reported the following defects were noted: adhesive on a-rubber found with chip. Forceps channel port shaved. Connecting tube has wrinkle. Paint on cylinder peeled. Scratch observed on connecting tube, forceps elevator, right/left knob, up/down knob, scope cover, switch 1, scope connector, grip, control unit investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Poor angle was reported on the device found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event.device evaluation found the device nozzle has foreign object.this report is being submitted for the foreign object found during device evaluation (handling issue, insufficient reprocessing).